Event description:
(B)(4). No serious injury alleged. Malfunction alleged.per provider, the lift veers to the left and the wheels are completely clean. Customer wants us to evaluate for possible bend. MDR filed.